Event description:
The breast tissue expander had a leak that was detected by the surgeon as she was filling the device. The device is a 550 cc volume device. There was no patient injury or involvement. Another unit was provided and surgery resumed. The device was marked at the point of leakage.